Manufacturer narrative:
This device is available for analysis but has not yet been received. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the technician inserted the powerflexpro (6mm2cm 80) balloon into the fistula and tried to inflate the balloon. The technician continued to have a loss of pressure while trying to inflate the balloon and could only get to 2 atmospheres (atm). A 7f 5.5cm cordis sheath was used for the procedure. There was no reported patient injury. The product was clinically used and will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: as reported, the technician inserted the 6x20mm 80cm powerflexpro percutaneous transluminal angioplasty (pta) balloon into the fistula and tried to inflate the balloon. The technician continued to have a loss of pressure while trying to inflate the balloon and could only get to two (2) atmospheres (atm). A different balloon was used to complete the procedure. There was no reported patient injury. Balloon leakage was suspected to be the cause of the malfunction. Leakage was not noted on any other part of the device. The intended procedure was a fistulagram. A 7f 5.5cm cordis sheath was used in the procedure. There was no difficulty removing the product from the hoop, the protective balloon, or the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product the product into the patient. The device was prepped normally (i.e. Maintained negative pressure). The device was not used for a chronic total occlusion (total occlusion >3 months). Visipaque contrast media was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The balloon catheter did not kink while being used. The product was removed intact (in one piece) from the patient. The device was not returned for analysis. A device history record (DHR) review of lot 17674319 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage¿ could not be confirmed as the device was not returned for analysis. The root cause of this leakage reported could not be determined. Based on the information available for review, vessel characteristics (although not provided) and handling factors may have contributed to the leakage reported during inflation since calcified/resistant lesions can damage the balloon. According to the instructions for use (IFU), which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. When the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system.¿ neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
As reported, the technician inserted the 6x20mm 80cm powerflex pro percutaneous transluminal angioplasty (pta) catheter balloon into the fistula and tried to inflate the balloon. The technician continued to have a loss of pressure while trying to inflate the balloon and could only get to two (2) atmospheres (atm). Balloon leakage was suspected to be the cause of the malfunction. Leakage was not noted on any other part of the device. A different balloon was used to complete the procedure. There was no reported patient injury. The intended procedure was a fistulagram. A 7f 5.5cm cordis sheath was used for the procedure. There was no difficulty removing the product from the hoop, the protective balloon, or the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product the product into the patient. The device was prepped normally (i.e. Maintained negative pressure). The device was not used for a chronic total occlusion (total occlusion >3 months). Visipaque contrast media was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The balloon catheter did not kink while being used. The product was removed intact (in one piece) from the patient. One non-sterile unit of catheter powerflex pro 6mm2cm 80 was received coiled inside a plastic bag. The balloon was received partially inflated with blood residues observed inside the balloon. No other anomalies were observed on the received catheter. A leak test was performed, and a balloon leakage was observed at the balloon¿s distal section. Sem analysis was performed to potentially identify the cause of balloon leakage observed. Sem results showed that the balloon leakage was caused by a rupture on the balloon surface. The external surface of the balloon presented evidence of scratch marks near the balloon rupture, and it is very likely that the same factors that caused the scratch marks on the balloon¿s outer surface could have also contributed to the rupture condition found on the received balloon. The internal surface of the balloon and the marker bands did not present any evidence of damages. No other anomalies were found during the analysis. An additional investigation was requested to the product engineering team (pet) for this issue. The approach was to identify in what process could have identified any defect related to balloon catheter. After the assessment, it was concluded by the pet investigation that the powerflex pro line included process controls to detect such damages (leakages/damages in balloon) if it was caused during the manufacturing. Therefore, the opportunity for detecting leakage/damages in balloon is very high, and unlikely related to the manufacturing process. A device history record (DHR) review of lot 17674319 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage¿ was confirmed through analysis of the returned device due to the rupture found on the balloon. However, the exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review, vessel characteristics (although not provided) and/or procedural/handling factors may have contributed to the balloon rupture/leakage reported as evidenced by the scratch marks found around the leakage area during sem analysis. According to the instructions for use (IFU), which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. When the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system.¿ neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.